Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain and recurrence. The site was revised with tmc and non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain and recurrence. The site was revised with tmc and non-tmc hardware. Additional information indicates the patient had metatarsus adductus that was not treated during the initial bunion surgery nor during the revision surgery. The patient also had mtp joint arthritis which was not addressed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation; however, it is possible the patient's untreated metatarsus adductus may have contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate.